Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('right side was noted that the bowel had been perforated') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included stress incontinence, female. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy,cystoscopy, and tvt slin). Essure was removed on(B)(6) 2017. At the time of the report, the intestinal perforation outcome was unknown and the heavy menstrual bleeding and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding and intestinal perforation to be related to essure. The reporter commented: patient received treatment for - pain and bleeding. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:intestinal perforation. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received: event right side was noted that the bowel had been perforated was added and made medically significant and intervention required due to surgery. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('right side was noted that the bowel had been perforated') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included stress incontinence, female. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy,cystoscopy, and tvt slin). Essure was removed on (B)(6) 2017. At the time of the report, the intestinal perforation outcome was unknown and the heavy menstrual bleeding and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding and intestinal perforation to be related to essure. The reporter commented: patient received treatment for - pain and bleeding. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: intestinal perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure removed by (full), salpingectomy (bilateral),oophorectomy (bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient received treatment for - pain and bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event "injury nos" replaced with "menorrhagia (heavy menstrual bleeding)", events- "dysmenorrhea (cramping) and plaintiff did not undergo essure confirmation test", patient demographic details, reporter information and product information was added incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.